Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removed') and oophorectomy ('oophorectomy'). In an adult female patient who had essure (batch no. 683282), inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: reporter, patient, demographic, lot number added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('essure removed') and oophorectomy ('oophorectomy'). In an adult female patient who had essure (batch no. 683282), inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020, quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and oophorectomy ('oophorectomy') in an adult female patient who had essure (batch no. 683282) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraine") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (total abdominal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, oophorectomy and migraine outcome was unknown. The reporter considered migraine, oophorectomy and pelvic pain to be related to essure. The reporter commented: date(s) of insertion: 2009 (as written in pif ¿ discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Reporters information were added. Event:essure removed were updated to chronic pelvic pain. New event:migraine , protracted/irregular / menstrual cycle were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2010. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.